Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The reported difference in the yellow chromophore intensity (tint) between different manufacturing batches is not a product malfunction. The degree of visible tint is a subjective evaluation. The company natural formulation contains a specific validated amount of chromophore by weight. Each natural formulation is verified to meet the release criteria through uv/vis spectrophotometric scan analysis. The test results were reviewed for this lot. The lot met the specified release parameters. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure difference in the intensity of the chromophore was observed between the two lenses. The insertion was completed in both eyes and the patient did not notice any difference in vision between the eyes.